Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Data was provided for investigation. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. The product was evaluated. An external visual inspection was performed and passed because there is no calibrations to confirm the reported inaccuracy. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.